Event description:
It was reported that during an unknown procedure, according to the scrub nurse, when the stapler was fired, the staples didn't form. No patient consequences reported. Procedure was completed with same like device. (B)(6)

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: yes, according to the scrub nurse, the staples were not formed properly.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tlh60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.